Manufacturer narrative:
Code no longer applies as the extension was completely removed on 2016-sep-21. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the rep on sep-21 reported that the remaining portion of the extension was explanted on date of additional information. An adaptor plug was inserted into socket 0-7 of the ins after the extension was removed from socket 0-7. The patient has one lead in their right brain with one extension, and the hcp intends to re-implant the left lead and left extension at a later date.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot # va0xc9r , implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type extension.

Event description:
The manufacturer representative (rep) reported that the lead and extension were explanted on date notified due to skin erosion. It was indicated that the devices will be replaced in the future. Additional information received from the rep on (B)(6) 2016 stated that there were no device or therapy issues alleged, and that it is unknown if the issue resolved, with the healthcare provider (hcp) hoping that the erosion site will heal. The devices were disposed of, with the extension trimmed at extension/lead connection. The remaining portion of the extension remains connected to the implantable neurostimulator (ins). Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.